Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced pain at anchor site. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's anchor was revised to address the issue. The investigation did not determine which anchor caused the issue. Reportedly, the wound has healed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.